Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets, unable to capture leaflets, and tissue injury were unable to be determined. The reported worsening mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a severely dilated left ventricle, small flail, and prominent chordae for a mitraclip procedure. One mitraclip was implanted successful. An nt clip was difficult to grasp and capture the valve. The clip was removed and replaced with an xt. The xt replacement was also difficult to grasp and capture the leaflets, and subsequently removed. Leaflet injury was noted on the valve after use of these two clips. It is unknown whether the nt or xt contributed to the injury. The mr appeared worse. A balloon pump was given to the patient.